Manufacturer narrative:
(B)(4). Eval, results: (gi bleed, dissection).

Event description:
During the previously reported gi bleed asa and plavix were withheld. The investigator has indicated the bleed was not related to the study device.

Event description:
Pt has two endeavor sprint rx drug-eluting stents implanted; one to the distal rca and one to the prox rca. It was reported that the pt suffered atrial fibrillation on the same day. This event was reported to have no relation to the study device but a probable relation to the study procedure. The pt is said to have recovered without treatment. A coronary artery dissection also occurred on the same day. It was reported that 'during placement of stent, a mild dissection occurred requiring an additional stent'. This event was reported to have no relation to the study device but a definite relation to the study procedure. The pt is said to have recovered with treatment. Approximately 13 months later atrial fibrillation occurred. It was reported that the pt 'was admitted with symptomatic anemia, hgb 6.4. Transfused 2 units prbc's. Found to have a-fib with rvr during hospitalization, spontaneously converted to nsr. Started on bb for rate control'. Pt was reported to have anemia on this day also. The investigator reports that a colonoscopy demonstrated severe diverticulosis. The pt recovered with treatment. (Ref MFR #9612164201100014).